Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic following a merlin.net transmission vibratory alert. The right ventricular lead exhibited high capture threshold and high impedance. The lead was capped and replaced successfully and replaced. The patient was stable. Both lead was disposed of.